Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Advised customer the likely failure is with the air flow sensor. It was recommended to replace the flow sensor assembly to resolve issue. The rse provided parts ID and pricing for the repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Advised customer the likely failure is with the air flow sensor. It was recommended to replace the flow sensor assembly to resolve issue. The rse provided parts ID and pricing for the repair. Per source notes, customer called back in to technical support to order a parts order for the flow sensor assembly. It is unknown if the customer replaced the flow sensor assembly to resolve reported issue. Multiple attempts have been made to try to obtain further information about the repair of this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.